Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer was hospitalized due to high blood glucose level. Customer's blood glucose level was 530 mg/dl. Customer stated that the insulin pump had multiple insulin pump error alarm. Insulin pump was cracked at back side. It was unknown whether the customer was using auto mode or not. The insulin pump will not be returned for analysis.